Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that during a six month follow-up duration, this device exhibited a rapid decline in remaining battery capacity. Boston scientific engineers reviewed device history and confirmed the battery was operating under an increased power consumption and should be replaced within the next few months. Additionally, the patient had been previously referred to a general practitioner (gp) for review of their sternal wounds, given an infected appearance. At that time, the gp commenced antibiotics but it was noted that patient compliance was suboptimal and no additional follow-up was taken. The physician is now pressing for a surgical referral for possible system removal. Furthermore, it was noted that the initial indication for implant was no longer relevant, as the patient had a svt ablation procedure, which was most likely the clinical arrhythmia which had precipitated the original implant decision. The system has been confirmed explanted and no new implant required. The device is expected to be returned for a post explant longevity analysis. No resulting adverse patient effects were reported during the explant procedure.

Event description:
It was reported that during a six month follow-up duration, this device exhibited a rapid decline in remaining battery capacity. Boston scientific engineers reviewed device history and confirmed the battery was operating under an increased power consumption and should be replaced within the next few months. Additionally, the patient had been previously referred to a general practitioner (gp) for review of their sternal wounds, given an infected appearance. At that time, the gp commenced antibiotics but it was noted that patient compliance was suboptimal and no additional follow-up was taken. The physician is now pressing for a surgical referral for possible system removal. Furthermore, it was noted that the initial indication for implant was no longer relevant, as the patient had a svt ablation procedure, which was most likely the clinical arrhythmia which had precipitated the original implant decision. The system was confirmed explanted; no new implant required. The device was later returned for a post explant longevity analysis. No resulting adverse patient effects were reported during the explant procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued an advisory communication in august 2019 regarding a subset of emblem devices that has an elevated potential of exhibiting this behavior; the population of devices that may be impacted was expanded in december 2020. This particular device is included in the emblem s-ICD accelerated depletion advisory population.